Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 780 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 a volume discrepancy was reported. On (B)(6) 2017, the actual residual volume (2) was less than the expected residual volume (6) and on (B)(6) 2017, the actual residual volume (0) was less than the expected residual volume (9). The patient had no symptoms. At the refill on (B)(6) 2017, 20 ml was injected into the reservoir. It was ¿a hard refill, getting through membrane¿, but the hcp did have ultrasound so he was confident there was no pocket fill or partial pocket fill. Per the hcp, ¿the whole thing was just odd¿ when trying to refill. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that in clarification that it was hard getting through the membrane and the whole thing was just odd the healthcare provider stated had to use more force than usual to insert need and depth seemed more shallow than usual. The actions and interventions taken to resolve the volume discrepancy was refill on (B)(6) 2017. The pump was empty despite interrogation showing residual of 10cc. (B)(6) 2017 similar finding. The healthcare provider called the manufacturer. (B)(4) 2017 full 35cc of baclofen vs expected withdrawn. The status of the device was noted as still in patient. Now patient to explant. The patient was noted as doing well asymptomatic and the healthcare provider would be seeing the patient again in 1 week. No further patient complications were reported.